Event description:
Physician inserted the biopsy site identifier and deployed the biopsy clip marking the biopsy site. Two images were taken post deployment to see the clip placement. A foreign body was seen at this site on the post images with no biopsy clip present. The biopsy site identifier was then withdrawn from the breast and the collagen plug (this also should deploy in breast with clip) was still attached to the end of deployment device. Another set of images were taken and the foreign body was still visible. The end of the biopsy site identifier was examined and it was noticed the plastic tip was sheared or broken off. The foreign body measured about .1 cm.